Event description:
It was reported that the pt's device was explanted due to infection. It was reported that the pt's wound was debrided in physician's office on (B)(6) 2010. On (B)(6) 2010, skin flap was revised on implant site. Medical report stated that the pt was immune compromised, therefore, implant wound never healed. The pt was on several courses of antibiotics (type unk). Device was never activated. There are no immediate plans to reimplant at this time. The pt continues to be monitored.